Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 38 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent damage on proximal was observed on strut rows 10 and 11, which were slightly lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within the max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-may-2019. It was reported that shaft kink occurred. The target lesion was located in a coronary artery. A 4.00 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.